Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous proxima left circumflex artery (lcx). The 12mm x 4.5mm quantum maverick balloon catheter was advanced into the patient. At unknown inflation, the balloon ruptured at 14atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).